Event description:
It was reported that t:slim x2 pump housing and usb port were damaged, which affected charging and led to pump shutdown, and customer experienced high blood glucose with ketones during this event. Customer¿s blood glucose level was high at 32.0 mmol/l with ketones present and was treated by the customer. Customer addressed the issue by giving correction insulin injections using multiple daily injections, reverted to this backup therapy when charging problems occurred, and technical support arranged replacement pump shipment after confirming warranty status and shipping details.